Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H10: additional related report numbers 3012307300-2024-09136, 3012307300-2024-09138, 3012307300-2024-09137. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the customer was using the sets for the blinatumomab bags but the devices were still having continual air issues, and the cadd pumps or lines were reliable and using so many resources to trouble shoot. The event dates were various. There was unknown patient involvement. No patient harm/adverse event reported.